Event description:
The doctor reports that the dental implant located in position number #37 failed because the driver did not engage within the implant and the implant release. The doctor reports that the procedure was not concluded by placing another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). D10. Concomitant medical products int410, osseotite tapered certain implant 4 x 10mm lot 2021100352. Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.